Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received alarms number 79 (non-recoverable system error primary and secondary outlet water temperature sensors differ by greater than 1 °c), and calibration failed.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and the residual risk for this event is low; therefore, this event is not reportable. The reported issue was confirmed. The root cause of the reported issue was a failed tank temperature harness. The device was evaluated. Calibration could not be performed due to an error 79. Troubleshooting revealed the tank temperature harness to be the cause. The temperature harness was replaced. The device passed all applicable testing and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received alarms number 79 (non-recoverable system error primary and secondary outlet water temperature sensors differ by greater than 1 °c), and calibration failed. Per follow up information received via mail on 05dec2024, tank temperature harness was broken. The unit has been repaired and replaced with a new tank temperature harness. No patient involvement.

Event description:
It was reported that the arctic sun device received alarms number 79 (non-recoverable system error primary and secondary outlet water temperature sensors differ by greater than 1 c), and calibration failed. Per follow up information received via mail on 05dec2024, tank temperature harness was broken. The unit has been repaired and replaced with a new tank temperature harness. No patient involvement.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.